Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addrl1 ipg: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for syncope. Loss of capture on the ventricular lead was noted on telemetry stips and pectoral stimulation was experienced in unipolar. The lead remains in use. No further patient complications have been reported as a result of this event.